Event description:
It was reported that a malfunction alarm with code malf 15 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in resetting the pump, which resolved the issue, allowing continued use of the pump. The customer was advised to contact technical support if the malfunction code recurred.